Event description:
It was reported that during routine follow up, elevated capture threshold and pacing lead impedance were observed. The patient was asymptomatic. The sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.